Event description:
A lens was returned damaged, an aa4204vf silicone single piece lens. No further info at this time. Further info requested but not yet forthcoming. Any additional info will be submitted by a supplemental.

Manufacturer narrative:
(B) (4). Results: visual inspection of the returned product found haptic torn. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).